Event description:
The patient was undergoing a coil embolization procedure for a vessel sacrifice in the right gastroepiploic artery (rgea) using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician implanted the initial pod pcs into the target vessel. Next, while advancing a new pod pc through the microcatheter and into the target vessel, the physician experienced resistance and subsequently, the pod pc unintentionally detached with approximately twenty centimeters of the coil left in the microcatheter. It was reported that the pod pc was oversized. The physician then attempted to use a syringe to aspirate the detached pod pc, but the attempt was unsuccessful. The microcatheter was then removed and the physician attempted to use a snare device to remove the pod pc. However, while using the snare device, the pod pc broke and unraveled. Subsequently, the physician was able to remove most of the pod pc using the snare device. However, a filament of the pod pc could not be removed and remained in the patient, from the rgea all the way to the right femoral artery. The procedure ended at this point. There was no report of an adverse effect to the patient. It was reported that the follow up computed tomography (CT) showed no negative outcome to the patient.

Manufacturer narrative:
Most of the pod pc was removed and discarded. A filament of the pod pc could not be removed from the patient and was not returned for evaluation; therefore, a device investigation could not be performed. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.